Manufacturer narrative:
Follow-up # 1 ¿ (10/12/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/28/2013 and 10/3/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (09/23/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 9/13/2013 with the following findings: the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results were obtained on the lfs meter compared to a lab reading. The reporter stated a reading of "200mg/dl" compared to a "68mg/dl" reading. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.